Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that oozing occurred although an end tone, indicating a completed seal cycle, was heard. The oozing was stopped with gauze. The size of the vessel was 3mm. There was no pt injury.